Manufacturer narrative:
The device was not returned for evaluation. Internal testing on a similar device confirmed that auto-triggering can occur when the trigger sensitivity is set to most sensitive. This behavior was observed across the range of fio2 settings, and a direct correlation between high fio2 and auto-triggering was not established. No oxygen-related alarms were observed during internal testing. Log file data was reviewed for similar cases which showed intermittent high-rate alarms; however, since the corresponding trend data was not provided with the log files, we were unable to confirm the reported malfunction with the log files alone. There were no confirmed oxygen-related alarms identified in the device log review. A zoll representative visited the customer site on 05feb2026 and was unsuccessful in their attempt to duplicate the reported malfunction. Based on the current evidence, a definitive root cause has not been determined. Zoll will continue working with the customer to further observe the reported behavior as this specific issue is isolated to this one customer site.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that while attempting to treat a patient (age & gender unknown), the device alarmed oxygen concentration is low. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.